Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. No product or data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined.